Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced inaccuracies between the continuous glucose monitor (cgm) and blood glucose (bg) meter. The sensor was inserted into the abdomen on (B)(6) 2019. The bg values were not provided but it was reported that there were erratic cgm values throughout the sensor session. The patient's mother reported that the patient felt unwell and experienced some form of a light coma within 10 minutes even tough the cgm was reading 97 mg/dl. It dropped to low within minutes. The patient's mother gave her sugar water and the symptoms disappeared after 15-20 minutes. There were no reported glucose values available to search within the parkes error grid calculator. Data was provided for investigation, but confirmation of the allegation could not be assessed because calibrations were not available for analysis. Confirmation of the problem and root cause could not be determined. No additional patient or event information is available.